Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check the right atrial (ra) lead showed evidence of lead dislodgment and of rv capture.  The lead remains in use.  No patient complications have been reported as a result of this event.